Manufacturer narrative:
Intuitive has received the suction irrigator instrument associated with this complaint and completed investigations. Failure analysis investigations confirmed the customer reported complaint that the grey metal tip was missing and found in the 8mm trocar. The instrument was found to have the distal tip broken off the lumen assembly. As a result, the lumen assembly with coil spring was found unwound. The customer returned the components of the distal end. No pieces appeared to be missing. Root cause is attributed to mishandling/misuse. Failure analysis found the broken distal tip to be related to the customer reported complaint. Further investigation revealed components were crushed, smashed together, and unwound. Initial findings were confirmed. There were no missing pieces found. The end cap and distal tip were inspected and compared to the drawing specifications and found to be complete. Thus, there are no missing fragments. No images or video were submitted for review. A review of the system logs showed the suction irrigator (part# 480299-06 / lot# k11210826 0298) was last used on (B)(6) 2022 in a pleural decortication procedure performed on system (B)(4). Suction irrigators are single use instruments. This complaint is considered a reportable event due to the following conclusion: failure analysis acknowledges that components of the portion of the device that enters the patient (distal end) were broken off. Although failure analysis confirmed all fragments were returned, the reported failure mode could likely cause fragment. There was no report from the customer that a fragment from the instrument fell into the patient during the procedure. While there was no report of harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that after a da vinci-assisted pleural decortication surgical procedure, the customer found the gray metal tip of the suction irrigator was missing. The customer found the piece in the 8mm trocar. The customer confirmed the broken piece was not in the patient. The customer noted the damage as they were closing the patient and moving the instruments off of the system to the sterile stand. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) has made multiple attempts to obtain additional information from the customer concerning the reported event with no success.

Manufacturer narrative:
Intuitive surgical inc. (Isi) followed up with the customer and obtained additional information. All parts were removed and there were no complications or additional medical interventions after leaving the operating room.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Based on a re-evaluation of the complaint information, this complaint has been reclassified as an adverse event and product problem rather than just a product problem, as previously reported. Corrected information can be found the following field: b1, b2, and h1: b1: updated from "product problem" to "adverse event and product problem." B2: updated to "required intervention." H1: updated from "malfunction" to "serious injury."